Event description:
Device report received from (B)(6), indicates a patient was implanted with a liss plate on (B)(6) 2008 for periprosthetic femur fracture. Plate was noted as broken and was removed on (B)(6) 2011.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.